Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter separated from the hub. This is 2 of 2 related events. The following information was provided by the initial reporter: the tip of the catheter is abnormal. Additional info received on 09-aug-23: I can answer your questions you have listed except the quantity. The incident did affect patients as the catheters would not thread into veins, these catheters would blow veins (even by the best) and were overall difficult to get through the skin. The abnormality of the catheter was that the bevel was wider at the point when compared to other lots. Upon further inspection, the catheter itself seemed to also be thinner and easier to break off the plastic tips when compared to other lots. I do know that I pulled all the ones from that lot that I had found that day. Never having to do this before, I put the ones that I had found in the sharps boxes inside of the rooms. I only saved 2 catheter tips to show the next charge on daytime.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter separated from the hub. This is 2 of 2 related events. The following information was provided by the initial reporter: the tip of the catheter is abnormal. Additional info received on 09-aug-23: I can answer your questions you have listed except the quantity. The incident did affect patients as the catheters would not thread into veins, these catheters would blow veins (even by the best) and were overall difficult to get through the skin. The abnormality of the catheter was that the bevel was wider at the point when compared to other lots. Upon further inspection, the catheter itself seemed to also be thinner and easier to break off the plastic tips when compared to other lots. I do know that I pulled all the ones from that lot that I had found that day. Never having to do this before, I put the ones that I had found in the sharps boxes inside of the rooms. I only saved 2 catheter tips to show the next charge on daytime.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E1. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.